Manufacturer narrative:
Follow-up information received on 18-aug-2015 from physician - questionnaire received: this case was upgraded to incident. The patient's concurrent conditions included normal weight (B)(6). There was no deviation from the insertion procedure. The doctor was unsure about how the breakage occurred exactly. Essure was planned to be removed due to pain on (B)(6) 2015 via laparotomy. There was no patient injury, but the breakage could have led to serious injury under less fortunate circumstances. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she had a modified hsg (hysterosalpingogram) which revealed a broken coil in the right fallopian tube - coil was fractured. The event device breakage is non-serious and listed according to ptc results. She also experienced pelvic discomfort/ pain, which was considered serious and listed in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage was diagnosed about 3 months after essure insertion and according to the physician, he was unsure how the breakage occurred exactly. It was reported that essure was planned to be removed due to pain via laparotomy. Considering the event's nature, a causal relationship between these events and suspect insert cannot be excluded. This case was upgraded to incident since a surgical intervention will be required. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be requested.

Event description:
This is a spontaneous case report received from a physician in united states on 20-jul-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent sterilization. On (B)(6) 2015, she had a modified hsg (hysterosalpingogram) which revealed a broken/fractured coil in the right fallopian tube. Patient was having pelvic discomfort that was being treated with motrin. She is scheduled for essure removal on (B)(6) 2015. Follow-up information received on 22-jul-2015 physician said that three month test showed micro-insert was fractured. Patient is scheduled for surgical (laproscopic) removal of fractured micro-insert on (B)(6) 2015. Patient is still having pain. Follow-up received on 03-aug-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a product technical issue. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue. Neither batch number nor complaint sample was available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she had a modified hsg (hysterosalpingogram) which revealed a broken coil in the right fallopian tube - coil was fractured. The event device breakage is non-serious and listed according to ptc results. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage was diagnosed about 3 months after essure insertion. A causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Essure removal will be performed. Additionally, non-serious event pelvic discomfort was reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow-up received on 18-feb-2016. Case is potential legal now. New reporters were added. Her medical history included multiparity. On (B)(6) 2015 essure was inserted. Cervical dilation and analgesia were used. A hysteroscope was placed. Tubal ostia were noted to be normal. The right ostia were visualized. It was cannulated with the essure and the essure was placed. The same procedure was performed on the left as was performed on the right. Good placement of the essure had been noted. The patient was taken to the recovery room in stable condition. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had pelvic discomfort/ pain after essure (fallopian tube occlusion insert) insertion. A modified hsg (hysterosalpingogram) was performed and revealed a broken coil in the right fallopian tube - coil was fractured. She was submitted to a laparoscopic bilateral salpingectomy. According to the physician, patient had no injury. The reported device breakage is anticipated according to product technical analysis, while pelvic pain is listed in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage was diagnosed about 3 months after essure insertion; the coil was broken within the fallopian tube and patient presented pelvic pain. According to the physician, he was unsure how the breakage occurred exactly. Although the exact mechanism of the events is not known, considering their nature, a causal relationship with the suspect insert cannot be excluded. This case was upgraded to incident since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received from the physician on 19-oct-2015. Additional information received on 03-nov-2015. Essure lot number was c35383 with expiration date in mar-2017. The device breakage occurred with the implant once in place and was diagnosed on (B)(6) 2015 by x-ray; the reason for this post procedural examination was patient's symptoms. The physician was unsure how the breakage occurred. The instructions for use were followed and there was no deviation from the insertion procedure as described in the instructions for use. Essure devices on the left and on the right sides were removed by laparoscopic bilateral salpingectomy on (B)(6) 2015 (according to the physician removal was medically necessary and patient requested it. The broken pieces were retrieved from the fallopian tubes). According to the operative report on (B)(6) 2015, left essure was removed. The tip was noted to be intact and it was passed off the operative field. The same procedure was performed on the right. The tip was noted. They were unable to visualize the broken portion of the essure coil, but on close inspection of the cornual portion of the tube, which was left at the uterus, there was no evidence of any remaining coil or portion of the essure. The gold portion of the applicator tip was noted as part of the tube specimen. So they were unable to see the portion that was broken. There was no evidence of any complications. No injury occurred but the physician mentioned that breakage could led to serious injury under less fortunate circumstances. The patient tolerated the procedure well and was sent to recovery room in stable condition. Surgical pathology had the following findings: gross description: container designated as right fallopian tube had 7cm in length and 0.5cm in diameter. Within the lumen was a metallic coil with approximately 3.9cm in length. Container designated as left fallopian tube had two ragged pieces of fallopian tube, 5.5cm and 1.7cm in length, and both with a diameter of 0.5cm. There was also a 1cm fragment of fimbria and a 0.8cm cystic structure filled with brown-tinged fluid. Within the lumen of the longer piece of fallopian tube was a metallic coil. Loose in the container is an additional piece of metallic coil, 1.2cm in length. Final diagnoses: complete cross section on both tubes. Product technical complaint (ptc) investigation result received on 03-nov-2015. Ptc global number: (B)(4). Lot number: c35383. Production date: 10-mar-2014. Expiration date 31-mar-2017. Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical event is known possible undesirable event and not indicative of a quality defect per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had pelvic discomfort/ pain after essure (fallopian tube occlusion insert) insertion. A modified hsg (hysterosalpingogram) was performed and revealed a broken coil in the right fallopian tube - coil was fractured. She was submitted to a laparoscopic bilateral salpingectomy. According to the physician, patient had no injury. The reported device breakage is anticipated according to product technical analysis, while pelvic pain is listed in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage was diagnosed about 3 months after essure insertion; the coil was broken within the fallopian tube and patient presented pelvic pain. According to the physician, he was unsure how the breakage occurred exactly. Although the exact mechanism of the events is not known, considering their nature, a causal relationship with the suspect insert cannot be excluded. This case was upgraded to incident since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.